Manufacturer narrative:
(B)(4). Investigation summary: the analysis results showed that one gst60b reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the reload performed without any difficulties noted. The test cartridge reload was placed and removed with no issues noted during functional testing.  This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy, an echelon blue gst60b reload fell out of the jaws of the stapler (plee60a ) while inside the patient. Customer states the stapler had been used two times prior to fire gst reloads on tissue without issue. On the third reload the or tech states that she ¿clicked¿ the reload in the jaws of the stapler, then removed the red protection cover from the reload, closed the jaws and handed it to the surgeon. Then the surgeon passed the stapler with the reload in it through the trocar and then opened the jaws to place it on tissue and that¿s when the reload fell out of the stapler. They were able to retrieve the gst reload through a port incision site without further complications or harm to the patient. Device was successfully retrieved from patients abdominal cavity using graspers and specimen retrieval bag. Case was successfully completed. Surgery was delayed 30 minutes due to this reported event.